Event description:
Reporter alleged obtaining a blood glucose result of 416 mg/dl on the advantage system; however she was not experiencing hyperglycemic symptoms during that time. Reporter stated within another two minutes she retested and obtained a result of 168 mg/dl on the same system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.